Event description:
The hospital reported that during a coronary artery bypass procedure, hst iii system (3.8mm) two proximal vein conduits were attached using heartstring in a beating heart CABG. When pulling the heartstring out of the anastimosis, the last 2-3 rings did not unravel. The surgeon attempted to loosen the sutures of the vein conduit to free the heartstring however it tore the vein when being extracted. The vein was repaired. A new device was not required. There was a slight delay. There were no patient adverse events.

Manufacturer narrative:
Tw ID# (B)(4). Since the device is not available to be returned to us, a technical evaluation cannot be performed. Per our standard sop's, all events are tracked and trended to determine whether or not any trends develop.

Manufacturer narrative:
Trackwise ID#: (B)(4). A lot history record review was completed for lots 3000386292, 3000376362, and 3000375240 the last 3 lots shipped to the account prior to the event/aware date. For lot 3000386292. There were no ncmrs, rework, or deviations documented for the last 3 lots shipped to the account. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure. For lot 3000376362 and 3000375240. There were ncmrs , rework, or deviations documented for the lot numbers. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure.